Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer was admitted into the emergency room (ER) for an occlusion with a blood glucose level of 800 mg/dl and high ketones. Customer attempted to address the elevated blood glucose level with a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue. The customer was released on 01/07/23 with no permanent damage. Tandem technical support performed a system check and the pump is functioning as intended.